Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set after being used for 7 hours. Patient noticed the symptoms 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose value was high and patient took a correction injection via mdi. Patient also replaced infusion set and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.